Event description:
It was reported that the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead were both intermittently measuring high impedance and indicated that the lead was fractured. The alarm for the svc impedance was turned off. Approximately 1.5 months later, an alert was triggered due to high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2002; 5092-58 lead implanted: (B)(6) 2002. (B)(4).